Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista displayed tf 300 error no patient harm.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h11 results of investigation: the unit was returned and upon evaluation, the reported failure was due to an unknown loss of calibration settings in the insp flow calibration scale points section of the service calibration menu. A supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.